Event description:
It was reported that at one day post operative, following a right hemicolectomy, a wound dehiscence occurred. The patient required a re-operation to repair the dehiscence. During the re-operation, the surgeon reports that he noted that the original suture had broken.